Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock that accelerated the rhythm. The s-ICD delivered additional therapy and converted the arrythmia. Since the patient had high defibrillation thresholds (dft) post implant, the physician elected to explant the s-ICD and electrode and implant a transvenous implantable cardioverter defibrillator (ICD) and lead. No adverse patient effects were reported.